Event description:
A report was received that the patient will undergo a lead revision due to lead migration. X-rays revealed that the lead migration was due to a broken lead anchor. The patient's leads were explanted, and the patient was implanted with 2 new leads.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.